Manufacturer narrative:
No frozen screen or display anomaly noted. The insulin pump time/clock moved. The insulin pump had intermittent buttons response due to flattened act button dome switch. No unlocked lcd keypad connector noted. The insulin pump had minor scratched lcd window, cracked case at display window corners, broken belt clip slot and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the keypad of the insulin pump was unresponsive. It was also mentioned that it had a frozen display and the time clock was not changing. Blood glucose value was unknown at the time of the incident. The customer was advised the insulin pump will need to be replaced. The device will be returned for analysis

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.